Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was treated with autologous blood transfusion of trioxygen on (B)(6) 2021 due to plant nerve disorder. Before treatment, all parts of the autologous blood transfusion were connected, and the indignant needle was found to be stuck and still leaking fluid when draining fluid. A new indignant needle was replaced in time to puncture the patient without causing harm to the patient.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient was treated with autologous blood transfusion of trioxygen on (B)(6) 2021 due to plant nerve disorder. Before treatment, all parts of the autologous blood transfusion were connected, and the indignant needle was found to be stuck and still leaking fluid when draining fluid. A new indignant needle was replaced in time to puncture the patient without causing harm to the patient.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0140312. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.